Event description:
Patient was implanted with one-third tubular plate and screw construct for a posterior distal tibia fracture on an unknown date. Patient was returned to the or on (B)(6) 2012 for corrective surgery. The patient had a malunion. The surgeon removed all hardware and realigned the fracture. This is 4 of 9 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.